Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 480 mg/dl at the time of hospitalization. Customer stated that the insulin pump was alarming when she changed the battery and same thin happened back in (B)(6) 2013. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent failed battery test alarms due to a faulty battery tube. The device functioned properly after unplugging and plugging the battery tube connector into the interface board. The unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked case, scratched lcd window and broken reservoir tube lip noted.